Event description:
Note: this MFR report pertains to the first of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6281, #3005099803-2008-6283, #3005099803-2008-6285, and #3005099803-2008-6286 for a description of the other devices. It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a colonoscopy procedure performed three days prior (male patient, age and weight are unknown). According to the complainant, the physician attempted to stop a bleed with a resolution clip device, and the clip did not release from the catheter. The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
A visual inspection of the returned device revealed that the sheath grip was detached from the over sheath. The clip assembly was not deployed. Once the clip assembly was exposed, it was possible to open and close the clip. The clip assembly was able to be deployed properly. The root cause is unable to be identified/defined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.